Manufacturer narrative:
Lot #: this info was not provided during initial report. Add'l info has been requested. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested. Synthes is unable to determine mfg date without a lot number .

Event description:
Pt implanted with cervical spine locking plate and screws at c5-c7 on (B)(6) 2011. One week postop it was noted that the plate and screw construct angle had changed. Pt was revised (B)(6) 2011 to another plate. This is the 5th of 5 reports submitted on this event.